Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not fully deactivate when the tool was in the cannula with the shaft flexed at an angle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle was opened up and there were no non conformities. Based upon this observation, the reported complaint for "toggle switch stuck" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the toggle switch of two vasoview hemopro 2 units got stuck in the "on" position and then shut off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.